Event description:
A user facility returned the olympus, model cv-170, video system center to olympus for repair due to a report of "connector panel issues." Upon inspection and testing of the returned device, it was found that no video image was present due to failure of the video cable connector. This report is submitted due to no image present due to failure of the video cable connector. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a faulty video connector, causing no image when tested with an olympus, enf-vh scope. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 16-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty video connector could not be determined. Olympus will continue to monitor field performance for this device.